Event description:
Reporter indicated a vns patient's generator was replaced due to normal end of service. The generator had been implanted for nearly seven years. A battery estimate performed yielded -1.81 years remaining. The explanted generator was returned for analysis. The analysis identified that the caged module was found to exhibit an out-of-limit (high) pulsing current due to a leaky schottky diode, cr2. The out-of-limit pulsing current could potentially have been a contributing factor to the generator end of service, however, results of the battery longevity predication confirm that the end of service condition was an expected event.